Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.upon further review, it was determined that this lead exhibited a gradual rise in shock impedances, eventually going out of range.additional information provided from the field indicated that on (B)(6) 2025, the patient went into a ventricular tachycardia (vt) storm in which multiple appropriate shocks were provided, however the shock impedance measurements were still observed to be high and out of range during therapy delivery. The shocks were not successful at converting the patient out of vt and they ended up passing away shortly afterwards. All evidence indicates the rv lead remains in situ and no additional adverse patient effects were reported.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data in july 2025, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects were reported. Additional information provided from the field indicated that on (B)(6) 2025, the patient went into a ventricular tachycardia (vt) storm in which multiple appropriate shocks were delivered and the patient was admitted to the hospital. A few days later, the patient passed away. The associated device was interrogated post-mortem and a code 1005 alert was displayed, indicating an open circuit condition (shock impedance measurement of greater than approximately 145 ohms) was detected during shock delivery. Boston scientific technical services (ts) was contacted to evaluate device memory. Ts noted that a total of 10 shocks were delivered over three (3) separate episodes on (B)(6) 2025 and the delivered shock impedance was greater than 145 ohms for all of the shocks. Only one (1) of the shocks appeared to convert the vt; however, the patient went back into vt within a few minutes. All the other shocks were not successful at converting the vt. Ts noted that this lead exhibited a gradual rise in shock impedance measurements starting in 2021, eventually going out of range. Ts indicated that the associated ICD operated as programmed and designed. Ts suspects that the gradual rise in shock impedance since 2020 and the recent out of range delivered shock impedances resulting in the code 1005 alerts were due to progressive encapsulation of the lead shocking coil. A portion of the referenced lead was returned for laboratory analysis.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific determined that this lead exhibited a gradual rise in low-voltage shock impedance (lvsi) measurements. This observation may be consistent with calcification of the defibrillation coil(s), however this can only be confirmed if the portion of the lead with coil(s) is returned for analysis. The calcification phenomenon may have contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was received severed approximately 110 millimeters from the terminal end with only the proximal segment being returned, which does not include the defibrillation coil. Besides being severed, visual inspection of the returned segment did not reveal any abnormalities and setscrew marks were noted in the correct location of the terminal pin. Electrical continuity testing was performed on the returned segment, which passed, indicating the conductors were intact and no fractures were present. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: cause traced to device design. Gradually increasing lvsi measurements for leads with eptfe coating are suspected to be the result of encapsulation of the lead coil(s) due to calcification. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with eptfe coating to exhibit this phenomenon.

Manufacturer narrative:
A risk review was completed and confirmed that the event of shock impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific (bsc) concludes the allegations made against this lead could not be confirmed through product analysis. Only the proximal portion of the lead was returned, and analysis of this segment did not reveal any abnormalities outside the bounds of normal medical use. The unable to exclude device problem conclusion was selected. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was received, severed approximately 110 millimeters from the terminal end, with only the proximal segment being returned. Besides being severed, visual inspection of the returned segment did not reveal any abnormalities and setscrew marks were noted in the correct location of the terminal pin. Electrical continuity testing was performed on the returned segment, which passed, indicating the conductors were intact and no fractures were present. No calcium deposits were found on the lead. Based on testing of the returned segment, analysis was unable to confirm the allegations made against the lead in the field. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the unable to exclude device problem investigation conclusion was selected based on analysis of the returned product, which found no evidence of device anomalies outside the bounds of normal medical use but the entire lead was not returned.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances, eventually going out of range. Additional information provided from the field indicated that on (B)(6) 2025, the patient went into a ventricular tachycardia (vt) storm in which multiple appropriate shocks were provided, however the shock impedance measurements were still observed to be high and out of range during therapy delivery. The shocks were not successful at converting the patient out of vt and they ended up passing away shortly afterwards. All evidence indicates the rv lead remains in situ and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.